Event description:
On (B)(6) 2015, a customer reported an unexpected negative antibody screen outcome when testing on a galileo echo.

Manufacturer narrative:
Immucor technical support used a remote electronic connection method to access the test well results and images on the customer's instrument in question on (B)(6) 2015. This access determined that the screen well number 2 displayed slight indicator red blood adherence, even though the instrument generated an unexpected negative result. An immucor field service engineer visited the customer site to inspect the instrument in question on (B)(6) 2015.